Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found prior to use with a patient.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with no damage observed on the pump. Simulated use and the event log was reviewed. The customer's reported problem regarding lec 1310 was able to be duplicated. Visual inspection verifies the issue. Visual inspection while startup of the pump displayed the lec 1310 error. Error 1310 usually occurs as a result of storing the pump with the batteries installed for long periods of times.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error code 1310. There was no reported injury to the patient.